Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a poor image quality issue and an error message issue during set up and preparation for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h4, h6, h11 corrected fields: d4 the device was returned to olympus for inspection and the reported failure was confirmed for poor image quality but for error message the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (another term for charged coupled device) is broken and therefore the image in 2d (two dimensions) mode has shadows. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (another term for charged coupled device) is broken and therefore the image in two dimensions (2d) mode has shadows should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.